Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture, breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two unknown mentor implants, suffered bilateral breast implant ruptures, bilateral capsular contractures (baker grade IV), and breast asymmetry, post-procedure. The complications were diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2015. The replacement devices were: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 6870228 sn: (B)(4) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 6870228 sn: (B)(4). This medwatch form is for the left breast prosthesis. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.